Manufacturer narrative:
Updated: h6.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Service technician was not able to verify customer's reported problem "stopped delivering breaths" during testing and evaluation. Ventilator was tested with a known good ac adapter and known good patient circuit connected. Powered on vent and vent alarmed "hw fault". Bench testing reveals fan assembly is creating the nonconformance. Service technician replaced fan and ventilator passed 156 hours extended tests. Ventilator passed troubleshooting final test which includes many alarm and ventilation functions. Service technician also found damaged main board due to incorrect screw installment and unit is also due for 6yr pm. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that the lap top ventilator stopped delivering breaths . The customer confirmed that there was no patient involvement that was associated with the reported event.